Manufacturer narrative:
Add'l info was requested, but not received. During functional testing, a leak was detected at the pump's inlet tubing. General observations and microscopic examination of the pump was performed. The three pump tubes were received bent inferiorly, indicating that the pump's tubes were bent for a long period of time. The cross sectional surfaces ofthe leakage site were rough and irregular, indicating a tubing tear. Based on the received info and quality assurance's evaluation, qa concludes the following: 1) a tubing tear caused a leak with the device, and was the reason for removing the device. 2) the device's in-vivo positioning, in conjuction with device usage over time, contributed to the tubing tear.

Event description:
The device was removed due to "broken tubing on pumpt". As reported to company, the pump and some assembly kit component only were removed and replaced; leaving in place the cylinder, reservoir from the initial implant surgery.